Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed that the right ventricular (rv) and right atrial (ra) leads exhibited over-sensed noise. Additionally, the ra lead pacing impedance had decreased. The patient was referred for lead extraction and both leads were explanted. The patient was discharged in stable condition.

Event description:
New information received notes that the patient experienced pacing inhibition and dizziness due to right ventricular (rv) lead over-sensing.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths consistent with procedural damage to the inner insulation. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.